Manufacturer narrative:
The customer reported that the multiple patient receiver (org) went into communication loss with central nurse's stations (cns(s)) and transmitters. The customer had experienced multiple org failures over the same week. All org(s) were using 04-01 software and the cns was on the latest gui software. An eg cut-over took place early in the same week. The nihon kohden hl7 team is in the process of collecting debug data on the eg server. This org is being sent in to nihon kohden for billable repair, and a loaner was sent out in the meantime. Nihon kohden technical support (nk ts) requested the cns logs from the customer for inspection. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were used in conjunction with the org. Cns: model #: pu-621ra, s/n: (B)(4), approximate age of the device: 49 months, device manufacturer date: 2015/12/02, unique identifier (UDI) #: (B)(4). Cns: model #: pu-621ra, s/n: (B)(4), approximate age of the device: 50 months, device manufacturer date: 2015/11/16, unique identifier (UDI) #: (B)(4). Transmitters: model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the multiple patient receiver (org) went into communication loss with central nurse's stations (cns(s)) and transmitters.

Event description:
The customer reported that the multiple patient receiver (org) went into communication loss with central nurse's stations (cns(s)) and transmitters.

Manufacturer narrative:
Details of complaint: on (B)(6) /2020 customer reported that the org was in communication loss and sent the device to nka for evaluation and repair. Org device was reported to have an amber light status, which did not change upon power cycling. Nka repair center evaluated the device (org-9110a, sn (B)(6). The reported issue could not be duplicated (cnd). Org device was configured to connect with the central nurse's station (cns) monitor where all 8 channels worked as intended. No issues were found after 8 hours burn-in. Service requested: evaluation and repair. Service performed: device was evaluated. The reported issue could not be duplicated (cnd). No repairs were required. Investigation summary: nka's evaluation shows device was working as intended. Due to the issue resulting in a cnd on the org device, it is concluded that there were other factors contributing to the reported communication loss issue. The root cause of the communication loss could not be determined from this investigation.